Event description:
It was reported that a foreign matter was found in the sterile packaging during unpacking. A 2.50x28mm promus premier drug eluting stent was selected. During prep, it was noted that there was hair inside of the sterile package next to the hub. They did not open the inner package. The procedure was complete with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned within the sealed pouch. A visual examination confirmed a length of entangled black fibre within the sealed tyvek pouch. The black fibre was positioned adjacent to the manifold in the pouch. During returned device analysis, the fm was removed from the pouch through an incision in the pouch and sent for scanning electron microscope (sem) and fourier transform infrared spectroscopy (ftir) analysis which concluded that the fiber was a wool fibre. As a result of this investigation, the foreign matter/wool fibre most likely originates from clothing worn in the manufacturing clean room. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a foreign matter was found in the sterile packaging during unpacking. A 2.50x28mm promus premier¿ drug eluting stent was selected. During prep, it was noted that there was hair inside of the sterile package next to the hub. They did not open the inner package. The procedure was complete with another of the same device. No patient complications were reported and the patient¿s status was fine.